Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. The device was at end of life. After replacing the battery and downloading the product code, normal function resumed.

Event description:
New information notes that the device exhibited premature elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.